Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected alarms were noted. The motor passed motor test. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It was reported that the customer received a no delivery alarm as well as a motor error alarm. Customer's blood glucose level at the time 11.5mmol/l. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information is provided.